Event description:
Patient revised due to subsidence of tibia into varus.

Manufacturer narrative:
Examination was not possible, as no product was returned. Information supplied in the initial report indicates that it is suspected that components were misaligned. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the investigation will be reopened. Depuy considers the investigation closed.